Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading was unk. Troubleshooting was performed, and the insulin pump was programmed correctly. Further troubleshooting was not possible as the mother did not have any supplies with her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.